Event description:
A report was received that the patient underwent a revision procedure wherein the ipg was moved in the lower back for an unknown reason. The patient was doing well postoperatively.

Manufacturer narrative:
An additional information was received that the patient had a pocket revision to move the battery to a better location.

Event description:
A report was received that the patient underwent a revision procedure wherein the ipg was moved in the lower back for an unknown reason. The patient was doing well postoperatively.